Event description:
An operator with a severe nickel allergy operated disposable. The operator had allergic reaction on her hands. The hospital inquired if the disposable contains nickel. No pt info is available at this time.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.